Event description:
Olympus was informed that the teflon pads were peeling approx 1-2mm during an unspecified procedure.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info. The user facility reported that the devices were utilized during two separate laparoscopic assisted vaginal hysterectomy (lavh) procedures in which one of the procedures had to be completed with a non-thunderbeat device. The teflon pads reportedly were peeling with no fracture or breakage noted on the probe. Per the user facility, no device fragment had been dislodged in the patient during the procedures. It was unk which lot number was used during which procedure. There was no patient harm reported. The devices referenced in this report have not yet been returned to olympus for eval. The exact cause of the reported phenomenon could not be conclusively determined. Please also cross reference 8010047-2013-00182 and 8010047-2013-00183.